Event description:
It was reported that blood was unable to be removed from the device during sterilization. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and a sample was taken for further analysis. This record will be updated when the investigation is concluded.